Manufacturer narrative:
Manufacturer's ref#: (B)(4). Technical investigation concluded: device history record review have been completed. No deviation or changes were found during manufacturing of the device. The clinical investigation concluded: it has been reported that a user had experienced multiple wax filters fall off into his ear over a period, due to a faulty encased receiver. 2 of the wax filters were removed at the audiologist's office, as they were at the entrance to the canal, however the un-numbered remaining ones were not removed at the office. The user was advised to go see his general practitioner to remove them. No further information on this is available. User states that he had to insert a new filter daily for 3 weeks, as they kept falling off and/or going missing. The affected device was, despite 3 requests, not sent in for repair, remake or further investigation. Audiologist states that she attempted to insert a new filter in the encased receiver in the office, but the filter would not retain in the receiver. However, it has been confirmed that the user did not experience any harm following the event. Hearing aids need to have detachable spare parts as wax filters. Therefore, eliminating the risk of a spare parts remaining in the ear canal is not possible. A wax filter can become detached and remain in the user's ear canal when the hearing aid is removed or if the cerustop bushing has become dislodged from excessive force applied during replacements or cleaning of the wax filter. Without bushing, a replaced cerustop is not secure and may fall out in the ear. The wax filter then constitutes a foreign body in the ear canal and should be removed as soon as possible as it can pose an infection risk. The hazard is identified in the risk analysis and mitigated on device design by ensuring that the wax filter cannot be removed without a tool. The user guide includes an instruction on how to replace a wax filter with a tool and to contact the hearing care professional if a foreign object is located in the ear canal. Risk assessment: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register device investigation concluded: the affected device was, despite 3 requests, not sent in for repair, remake or further investigation. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
It has been reported that a user had experienced multiple wax filters fall off into his ear over a period, due to a faulty encased receiver. User states that he had to insert a new filter daily for 3 weeks, as they kept falling off and/or going missing. User had an appointment with ent (ear, nose, and throat doctor) to remove all wax filters. Otoscopy showed several wax filters in patients ear canal, stuck in soft wax. It has been confirmed that the user did not experience any harm following the event. No further follow up is available or expected.